Event description:
It was reported that a vascular surgeon, trained in the use of the starclose se device, has attempted arteriotomy closure of 'few' right common femoral arteries (rcfa) after unspecified procedures. Reportedly, the physician has attempted rcfa vessel closures standing on the opposite (left) side of the patient, utilizing his left hand, at the opposite angle of the tissue tract. The 'few' reported unsuccessful attempts have resulted in carving of the sheath and hemostasis has been achieved with manual compression with no adverse patient effects. It has also been indicated that this physician does not take a femoral angiogram prior to the procedures. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (Date of event): the facility reporter indicated the events have occurred a few times in the past months, the day and month were not known. (B)(6) 2010 is being used as the best estimate date. (B)(4) - improper or incorrect procedure or method. Failure to follow instructions - as listed in the instructions for use (IFU) maintain the left hand on the stabilzer to stabilze the device at the angle of the tissue tract. Failure to maintain the device at this angle can cause or contribute to carving of the sheath. Additionally, the IFU indicates to perform a femoral angiogram to verify the location of the puncture site, the vessel size, the presence of disease, tortuosity or presence of arterial wall dissection. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.